Event description:
Boston scientific received information that upon interrogation of the patient's pacemaker an atrial safety switch alert was observed. There was noise in both bi-polar and uni-polar configurations. There were also out of range pacing impedance measurements in the bi-polar configuration. It was further reported that there has been some undersensing, resulting in unnecessary atrial paces. No adverse patient effects have been reported. At this time, no further information has been made available.

Event description:
Additional information indicates that the physician plans to continue to monitor this lead until the patient undergoes a pacemaker battery changeout, which is approximately four years from now.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.